Event description:
Report received of a pump infusing at a rate diferent than the programmed rate. It was reported that the pump was programmed to deliver heparin at 8ml/hour. At an unspecified time later, the pump was found infusing at 200ml/hour. There was no reported adverse patient effect. It was reported that there was probably an operator error in programming the device. The customer was unwilling to provide any further information on the event.